Event description:
On march 25, 2008 a caregiver at a drug and alcohol rehabilitation center contacted lifescan (lfs) alleging that the facility's one touch ultra meter would not turn on. The medical affairs specialist (mas) listened to the recorded call the lfs, which included the following information. In 2008, at 8:00 am, a pt was tested with the reported meter and a result of 326 mg/dl was obtained. The caregiver administered 8 units of novolog insulin per the pt's sliding scale insulin orders. Immediately afterward, the reported meter would not turn on when another pt attempted to test his blood glucose. The caregiver felt that the meter reading of 326 mg/dl had been inaccurately high because the pt became diaphoretic, "faint looking", and had blurred vision within one hour of receiving the injection of 8 units novolog insulin. The pt's blood glucose was not tested while she was symptomatic. The caregiver treated the pt with orange juice, sugar, and water. Before lunch, at 11:45 am, the pt's blood glucose was tested with another meter. A reading of 150 mg/dl was obtained. The caregiver told the customer care advocate (cca) he had changed the reported meter battery twice and the meter still did not turn on when the power button was pressed or when a test strip was inserted into the test strip port. The pt's products were replaced. The complaint is reported because the reporter alleges, that the pt took insulin based on an inaccurately high reading on the lfs product and afterward experienced symptoms that can be associated with hypoglycemia and was treated with supplemental orange juice, sugar, and water.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.